Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression.

Event description:
It was reported the right ventricular (rv) lead threshold had chronically rose to greater than 3.0 volts at 1.0 millisecond. At the lead replacement, the physician noticed a discolored rv lead conductor. The rv lead was partially removed and was replaced with a new lead. No patient complications have been reported as a result of this event.